Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have been low upon waking up in the morning, due to the pump basal rate being set too high for the night time. The customer reported a bg level of 67 mg/dl, which was addressed by eating cookies. Tandem technical support recommended that the customer consult their health care provider regarding bg levels. Customer declined to perform troubleshooting.